Event description:
It was reported that during the unk surgery, after fired, noted that the tissue was not cut, but there were some staples deployed on the tissue, then changed another device to complete the procedure. There was no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2024. D4: batch # 565c87. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with an ecr60g reload present. The reload was received unfired and with the reload pan noted to be partially dislodged from right proximal side. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device cut and performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the finished device batch number 565c87, and no non-conformances were identified. Additional information was requested and the following was obtained by sales rep: 1. Please provide more details for ""there were some staples deployed on the tissue""? 2. Did the reload begin to staple and cut, but then jammed? 3. If the device staple, was the staple line complete? 4. If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? 5. If the device cut, was the cut line complete? 6. Were the cut line and staple lines equal? 7. Did the device staple, but there was no cut line? Due to the long time passed, no detailed information could be provided.